Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6). (B)(4).

Event description:
Catheter migration was reported. It was stated that the catheter withdrew from the intrathecal space, the anchor remained intact, the migration was thus distal to the anchor. The distal portion of the catheter was trimmed and removed. The spinal segment was used to reconnect the existing catheter to the intrathecal space. Patient experienced less than 50% therapy relief. Patient status at time of this report was stated as alive no injury/no adverse event. Drugs delivered via the device were infumorph, and clonidine.